Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The device was given functional testing; during testing the device showed the pump was over-heating. This component problem was causing melt damage to wires in contact with the pump surface. The cause of the over-heating component was not confirmed.

Event description:
It was reported the device was being inspected by biomedical engineer and found to have "melted wires" inside. No adverse effects.